Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge. Follow up indicates that customer switched to humalog insulin and blood glucose level lowered. No further occlusion alarms occurred.

Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level ranged from 169 mg/dl to 600 mg/dl. Reportedly, customer was using apidra insulin.